Event description:
The pt was diagnosed with a triple vessel disease. Cypher select + stents were implanted successfully in both the lad and circumflex arteries. The rca was de novo lesion, with mild calcification, 95% stenosis, lesion length of 75mm. The lesion was pre and post-dilated. The lesion in the rca artery was treated with 3 stents from distal to proximal- 3.5 x 33, 3.5 x 18 and finally the 3.5 x 23 stent. The 3.5 x 23 stent was delivered easily to the proximal part of the rca. During the dilation, the balloon burst at 16atm. The stent was already well- apposed and opened, and did not cause any problems. The burst balloon was retrieved, and a durastar 4.0 x 15 balloon was used to post-dilate the lesion to ensure that the stent was fully opened. The procedure was concluded successfully.

Manufacturer narrative:
There was no difficulty removing the product from the hoop, the protective balloon cover, the stylet or any of the sterile packaging components. No kinks or other damages were noted prior to inserting the product into the pt. The device was prep normally (ie maintain negative pressure). Contrast media used, was iopemerol 370 by bracco with a contrast to saline ratio of 50-50. An indeflator from medtronic, everest was utilized for inflation. The same indeflator was used successfully with other devices. No resistance/friction was noticed while inserting the balloon through the rotating haemostatic valve. There was no resistance/friction while inserting the balloon through the guide catheter. The device was not used for a chronic total occlusion (total occlusion >3 months). There was no difficulty advancing the balloon catheter through the vessel or crossing the lesion. The catheter was not in an acute bend. The balloon inflated normally until 16 atmospheres. Then, the balloon burst, and after deflated normally. The balloon catheter did not kink while being used. The balloon catheter was removed easily from the vessel, sheath, rhv (rotating haemostatic valve), guidewire, and guide catheter. The product was removed intact (in one piece) from the pt. No further info was available. Additional info will be submitted within 30 days of receipt.